Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for a new pain in the right leg. Disconnected electrodes were identified during an impedance check; however, the patient¿s therapy remained intact. The physician elected to implant a second lead for additional pain coverage and replaced the lead with disconnected electrodes.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.